Manufacturer narrative:
(B)(6). The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, inflammation/irritation.

Event description:
Healthcare professional reported "presents inflammation of the left breast. Us shows rupture." "The patient reports a history of intermittent, focal left breast pain." "Focal, dense island of fibro glandular tissue in the left breast, containing small cyst." This is for the left side. The device still remains implanted.